Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ams episodes were noted due to far field r-wave oversensing. The device was reprogrammed to resolve the event. The patient did not have any adverse consequences.